Manufacturer narrative:
The patient reported a darkening of stretchmarks on the abdomen of being treated with the picosure focus array. The patient was prescribed hydroquinone topical for medical intervention purposes. There is no permanent injury anticipated. Upon evaluation, the device was working within specifications. This event is reportable because of the hydroquinone topical prescribed for medical intervention.

Event description:
The patient reported the darkening of pigment of stretchmarks on the abdomen after treatment with the picosure focus array. The patient was prescribed hydroquinone topical as medical intervention.